Manufacturer narrative:
The customer facility name and contact information was not available. Therefore, we could not contact the customer to request additional information or the return of the device. If new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
It was reported that a pulse oximeter sensor was removed from the dorsum of left foot earlier this year. There were exposed wires noted on the pulse oximeter. A small (2cm) erythematous indentation was noted. There were also exposed wires noted on the device. Physician was notified and site was left open to air.